Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited loss of sensing and loss of capture on the day after the initial implant procedure. Upon reviewing the x-ray image, it was noted that the lead had dislodged. The patient was asymptomatic; therefore, the physician decided to program off the lead and the lead remained implanted. The patient would continue to be monitored.